Event description:
It was reported that, the patient had a tha a few years ago by using an accolade tmzf and adept metal on metal hip system. Recently, the surgeon noticed a pseudotumor around the hip joint. Therefore, he performed a revision tha to replace all components. During the surgery, he noticed a corrosion around stem neck junction.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The mar concluded that the corrosion observed on the hip stem trunnion was high in cr and mo indicating the source to be from the adept system. The adept system is not s stryker product and may not be compatible with the stryker accolade stem. The event was confirmed. The exact cause of the event could not be determined however it is noted that the corrosion present on the trunnion was high in cr and mo indicating the source to be from the competitor product. No material or manufacturing defects were observed on the surfaces examined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, the patient had a tha a few years ago by using an accolade tmzf and adept metal on metal hip system. Recently, the surgeon noticed a pseudotumor around the hip joint. Therefore, he performed a revision tha to replace all components. During the surgery, he noticed a corrosion around stem neck junction.